Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported seroma-late, capsular contracture, baker grade unknown, and "quite frightened at the possibility of suffering an anaplastic lymphoma". This relates to the right side. The device remains implanted.

Event description:
Patient reported right side seroma-late, capsular contracture, baker grade unknown, and "quite frightened at the possibility of suffering an anaplastic lymphoma". The device remains implanted.